Event description:
The manufacturer became aware of an allegation of rep dreamstation auto bipap that the patient alleging lung disease, reduced cardiopulmonary reserve, eye irritation, nose irritation, respiratory tract irritation, dizziness and/or headache. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up will be filed.